Manufacturer narrative:
It was reported that there was an issue with the soda lime connection. The anesthesia system was investigated by our filed service engineer. Based on the received information, the reported problem could not be reproduced during the investigation. No device logs were received, therefore the root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/25/2019. Corrected manufacture date: 07/15/2019.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that there was an issue with the soda lime connection. There was no patient harm. Manufacturer's reference #: (B)(4).